Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as the event date is unknown. User facility reference number: mw5088887. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scentific corporation that three resolution 360 clip devices were used during a procedure performed on an unknown date. According to the complainant, during the procedure, two clips were attempted to be deployed; however, both clips seemed hard to deploy. Another clip was then attempted to be deployed, but it had malfunctioned. Reportedly, the last clip was removed from the patient without incident. No patient complications have been reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.